Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced low blood glucose level and seizure resulting in ambulance being called; was rested with blood glucose level of 2 mmol/l and treated with glucose then taken to the hospital where his blood glucose level was also 2 mmol/l. Treatment received at the hospital was not provided. Caller alleges inaccurate delivery from the pump. Caller alleges receiving insulin that is not recorded in the pump bolus data. Requested return of the alleged device for evaluation.